Manufacturer narrative:
Root cause of event is most likely on/off button out of specified tolerance. Risk to user is considered negligible based on pms data. Issue is being addressed through nc. No further actions are considered warranted at this time.

Event description:
User fell and broke a finger when breaking the fall.

Event description:
User fell and broke a finger when breaking the fall.